Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that insulin pump was exposed to moisture as went to pool and insulin pump had constant alarm as well as it had medtronic on the front with the medtronic symbol . Customer mentioned that they had crack on side of the insulin pump. Customer's blood glucose was 217mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump was received with blank display and constant tone due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked reservoir tube retainer, scratched case and minor scratched lcd window.